Manufacturer narrative:
Date of initial report: 8/30/2007. The site did not return the generator to valleylab for evaluation, but instead was going to have their biomedical engineering department check-out the unit before returning to service. If the generator does not check-out and is returned to valleylab for any further evaluation a follow-up report will be sent.

Event description:
The report stated that while using non-insulated bipolar forceps, the forceps were laid on patient without protection during the case. The patient had a burn approximately the size of a dime and the tissue was excised. The non-insulated forceps were not a valleylab device.